Event description:
Rec'd a summons and complaint informing us in 2007, claimant became physically sick while using tampons during her menstrual cycle. In 2007, claimant was admitted to a hosp, where her condition deteriorated; wherein she experienced multi-system organ failure until her death in the next day. Summons and complaint informs an autopsy performed determined claimant died from toxic shock syndrome (tss). Please note, the summons and complaint provided limited info regarding claimant's hospitalization, treatment, formal medical diagnosis, secondary diagnoses, etc; and no info provided if claimant had other medical condition(s) that may have contributed to the reported adverse event.

Manufacturer narrative:
We have requested the return of product for eval, and date code info for investigation.